Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The left ventricular (lv) lead outputs were decreased and the symptoms were resolved. The patient is a participant in the post approval network clinical study. No further patient complications have been reported as a result of this event.